Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (60s mg/dl). Glucose tablets and orange juice were consumed to address the low bg level. The customer indicated that the basal rate in the pump was set too high. The customer discussed the basal rate setting with a healthcare provider and it was adjusted.